Manufacturer narrative:
The hvad pump ((B)(4)) was not returned for analysis as it remains implanted in the patient. The controller ((B)(4)) was returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. Review of the controller log files revealed multiple "electrical fault" alarms that correlate with the reported event. Functional testing of the controller revealed foreign material in the connector. A cleaning procedure was performed to mitigate and remediate the conditions reported under the event. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - (B)(4)/ 1407de- expiration date: 01/31/2014 - device manufacture date: 01/01/2013. Controller ((B)(4)).

Event description:
The report received indicates that the patient experienced an electrical fault. Approximately three days after the initial electrical fault alarm, the field service engineer visited the site to evaluate the issue. Upon inspection, there was visible contamination inside the connector and within the controller connector. A connector cleaning procedure was performed successfully while the patient was in the ICU. The patient tolerated the cleaning procedure well and there was no reported patient injury. It was reported that the patient's anticoagulation was adjusted prior to the cleaning. The controller will be returned to the manufacturer for further analysis.